Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, it was found that the lead became dislodged post implant. The lead was repositioned and remains implanted. The patient was stable.